Manufacturer narrative:
The insulin pump had moisture damage on keypad traces. All buttons functioned properly. No error massage noted during testing. The insulin pump was received with minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer stated that they received an error message saying that a button had been pressed for too long when no buttons were pressed at all. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.